Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated error 32098, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The is fse confirmed the reported error and replaced the usm3 to resolve the issue. The isi fse also noticed a blue fiber cable damaged and could not be connected properly and replaced it. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform a failure analysis. The usm was analyzed and found to have the error. The usm was tested on an in-house system in normal mode and the system triggered error 32098 upon start-up. The unit was also tested on the pftp and passed all tests. The part was inspected for improper connections/fluid intrusion, but none were found. Error 32098 points to ac_1d which is the axes controller motor (acm). As a fix, the acm will be replaced. The complaint regarding error 32098 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue. The other replaced part fiber optic cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that the system had repeated recoverable faults on one of the arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, there was an error 32098 on the universal surgical manipulator 3 (usm). The customer attempted to recover the fault several times, but the error kept coming back each time. The logs were showing errors pointing to universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the nurse to exercise the arm/usm and try emergency power off (epo). But after several attempts, the error kept coming back. The customer also mentioned that they have been having some recoverable faults on arm 3 in previous cases as well. She mentioned that the other arms were also not moving freely when the clutch was pressed but no errors indicated this symptom. The drapes have been removed prior to exercising and power cycling the patient side cart (psc) but the error still kept coming back always on usm3. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.